Event description:
It was reported that an asymptomatic patient presented in the emergency room with a device that was post-paced t-wave oversensing on the ventricular lead. Many episodes of nsln due to t-wave oversensing was observed. The oversensing was noted on a stored egm. Recommended device programming changes. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.